Event description:
It was reported that the single use 3-lumen sphincterotome v wire broke during use, but there were no reports of patient harm.

Manufacturer narrative:
Based on the investigation results, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, drawing from similar investigation results in the past, a possible mechanism for the breakage of the cutting wire may involve the following: 1) the device was energized in one of the following situations. (A) the cutting wire is in point contact with tissue. Or they were being close to each other. (B) the cutting wire is in point contact with the distal end of the endoscope. Or they were being close to each other. 2) an electrical discharge occurred in the cutting wire, and the cutting wire became hot instantly. 3) the cutting wire was broken. Olympus will continue to monitor the field performance of this device.